Event description:
It was reported that the patient presented to in clinic follow up with shortness of breath. It was discovered that the right ventricular lead displayed increased threshold. Perforation was confirmed via imaging. Pleural effusion was noted. The product was explanted and successfully replaced. The patient was stable following procedure.